Event description:
The pump was returned for investigation. Evaluation revealed that the display is dim/fading/reddish. This report is made based on results of investigation completed on 06/13/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/13/2015 with the following findings: evaluation revealed that the paint was peeling/chipping/scratched. The display is dim/fading/reddish. (B)(6).